Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited under sensing during atrial tachycardia/atrial fibrillation detected events and does not appear to impact the device function or performance. There is no further information available and to date, this lead remains in service. No adverse patient effects were reported. . Due to the limited information received, further follow-up to obtain related details was not possible.